Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented for lead revision procedure on (B)(6) 2019. During the procedure, the noise was concluded to be due to the pulse generator. The patient felt tired due to the noise. The noise could not be reproduced. The device was explanted and replaced. The leads remain implanted and no changes were made to the leads. The patient was stable post procedure. Related manufacturer reference number: 2017865-2019-11752, 2017865-2019-10197, 2017865-2019-10198.